Event description:
The report stated that during a routine adenoidectomy, using a suction coagulator on a setting of 25w, cautery was being performed at 2-5 second intervals. The majority of the adenoidectomy was completed when it was noticed that the tip of the suction cautery device developed a flame. The suction coagulator was immediately removed. Pt was inspected for evidence of thermal injury. No injuries were identified.

Manufacturer narrative:
The insulation was melted near the metal tip of the suction coagulator. There was dried fluid and tissue along the outside of the shaft. The tip of the tube was charred and the blue insulation was also melted horizontally along the shaft approximately one cm in length, with an indentation into the blue insulation as if it had contacted a metal object such as a mouth guard. The IFU warns, do not use as a retractor. Only the tip of the suction coagulator should make pt contact. No other portion of the shaft should be in contact with the pt or metal instruments.